Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 29-dec-2023 and forwarded to (B)(4), llc on 30-dec-2023. On 23-jan-2024, the company received mw5149767 from the FDA, which was determined to be associated with the same reported event. The hospital physician reported on behalf of the patient's physician that the patient was admitted on (B)(6) 2023 due to experiencing fatigue, shortness of breath, and hypoxia. These symptoms were attributed to unspecified pump issues. Troubleshooting was not performed with the pharmacy, so the nature of the reported pump issues is unknown. The patient later reported that they were discharged on (B)(6) 2023 [it is understood they meant (B)(6) 2024]. They reported that when they had been admitted and receiving IV remodulin, they were dizzy, nauseous and vomiting, and reported pain in their head and down through their neck. No components have been made available to the manufacturer for further evaluation despite multiple requests.